Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. Date of follow-up report 1: (B)(6) 2014. Date of follow-up report 2: (B)(6) 2015. New information. The concomitant cagen1 generator was returned to covidien for evaluation. Testing of the generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
Additional information from the customer is that the patient was (B)(6) years old. Four lesions were in the left lung, one in the right lung. The air leak was treated with a chest drain and the patient remains in the hospital. The patient was still an inpatient when the cardiac arrest occurred. There have been further chest x-rays which show no more deterioration of the patients condition. On (B)(6) 2014 the patients condition was stable with a slow steady recovery. His lung function was improving, the cystic air sacs would appear to be stable if not improving, and his renal function has returned to normal for him.

Manufacturer narrative:
(B)(4). Date of initial report: 12/12/2014. The incident device was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the antenna was used during an ablation procedure to treat five lung lesions in a patient with metastatic pancreatic cancer. The procedure was carried out under general anaesthesia and there were no respiratory or cardiac issues during the ablation. The incident antenna was discarded following the procedure. Three hours post treatment, the patient developed an air leak. Three days post treatment, the patient went into cardiac/respiratory arrest and CPR was started (12 mins). Chest x-rays showed multiple pneumothoraces and large cystic spaces. Renal function was also impacted; the patient is producing some urine but not full function and creatinine clearance has dropped further. The patient has chest pain and difficulty breathing due to lung damage. A CT scan five days post ablation showed marked lung damage and cysts with thickening walls, thought to be air cysts not necrotic tissue.